Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation in a patient with bicuspid anatomy, a deployment attempt was made but the depth of the valve was below the level of the aortic annulus. Subsequently, the valve was recaptured into the delivery catheter system (dcs). After recapture, an infold was observed in the valve frame. The valve and dcs were withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: 0012443478); product type: 0195-heart valves; implant date: non-implantable device product ID l-evprop34 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no misload identified with the first valve. The infold was noted after the first recapture. Maneuvers were performed to try to solve the infold without success. During the second implant attempt with the new valve, a pre balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) balloon under rapid pacing. Following implant, mild to moderate paravalvular leak (pvl) with no significant gradient was noted (gradients 5 millimeters of mercury (mm hg) peak and 2mmhg medium). A post bav was performed which resolved the pvl. Of note, there was an increase in surgery time due to the issues that occurred. The implant procedure was noted to be successful.

Manufacturer narrative:
Updated data: b5., b7. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original jar with its s/n tag fully submerged in clear solution. The valve was discolored, showing evidence of blood contact. All leaflets were flexible. As received, l2 and l3 leaflets were closed, and l1 was slightly open. All commissures appeared intact. No signs of damage were found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no frame anomalies were noted. The valve continued to be deployed up to the point of no recapture without issue. To simulate the reported event of infolding observed during recapture, the valve was recaptured. The valve fully retracted; no issues or anomalies were observed. A complete deployment of the valve was performed; no anomalies were observed. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.